Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set tubing detachment issue event on (B)(6) 2026. The infusion set tubing came apart as it was rubbed against a wall. The insertion site was the right hip. No further information available.